Manufacturer narrative:
The lead remains in service. Should any further information become avialable, this report will be updated.

Manufacturer narrative:
A few days later, new information was received indicating a lead revision procedure would be performed within the next week. When additional information becomes available, this report will be updated accordingly.

Manufacturer narrative:
During the lead revision procedure, the physician was unable to remove the lead past the tricuspid valvue so he cut the lead where he could remove it and sutured the remaining portion of the lead to the patient. Only a small proximal portion of the lead was removed from the patient.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting lower impedance measurements and no sensing, unless they were programmed unipolar configuration down to sensitivity of .25. During a ventricular threshold test, the device would ventricular pace, then while looking at the atrial channel, approximately 160 ms later, a retrograde was observed, then the qrs would come through on the surface. The strips show no paced morphologies, only conducted. Both morphologies were the same when tested aai and vvi mode so the physician wasn't concerned with a leads reversed in header situation. The physician suspects the lead had moved significantly based on the clinical observations. Due to the patient's age and not being pacer dependent, the physician has elected to program the device dddr. No adverse patient effects were reported.